Manufacturer narrative:
(B)(4). Batch #l92194. The device was returned inside its original package. Upon visual inspection, the handles of the instrument were observed to be opened at the seam. In addition, the tyvek from the packaging was noted to have one tear near the area where the hemostasis button from the device is placed. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister and is floating against the tyvek, causing additional friction at the area. The device being out of its snaps can contribute to the damage at the tyvek. Refer to conclusion from the other analysis page regarding to the condition of the handles. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to any procedure, it was noticed in the stock room after the product had gone through packaging. Components of the handle have come apart. The packaging had not been opened. It has been pulled from the shelf and not used.